Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead (B)(6) 2008. Concomitant product: 5076 implantable pacing lead (B)(6) 2008. Concomitant product: 3231-40 competitor implantable cardioverter defibrillator (ICD) (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead perforated the patient¿s heart causing pericardial pain. The patient underwent system extract without replacement as a result of the perforation and no longer meets study indications. It was noted that the patient was part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).